Event description:
On (B)(6) 2011, a 23mm trifecta valve was implanted secondary to endocarditis. Six years post implant, the prosthesis degenerated with increasing calcification, stenosis, and moderate insufficiency. On (B)(6) 2017, the valve was explanted. Information on the replacement valve was not available, and the patient was discharged. Additional information was requested.

Manufacturer narrative:
The reported event of calcification and stenosis was confirmed, which is consistent with the reported insufficiency. Morphological and histopathological examination found calcification in all three leaflets along with circumferential fibrous pannus ingrowth on the inflow and outflow surfaces. All three leaflets were fibrotically thickened. No inflammation was found to be present in the valve. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.